Event description:
Caller reported that tandem mobi cartridge alarm occurred, causing their blood glucose to exceed a safe threshold, though the specific value was unknown and displayed as "high." To correct the issue, the caller administered a correction bolus via the pump and there was no need for third-party assistance. Technical support confirmed cartridge alarm 35 and decided to replace the pump, which would include updated software. The replacement pump was sent along with instructions for returning the malfunctioning device, and the customer was advised to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.